Event description:
It was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2019. A watchman laa closure device was successfully implanted. The 45 day follow up transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The physician changed the patient's anticoagulation medication. It was noted that the patient was not compliant with their medication regimen. On (B)(6) 2019, another follow up tee was performed and the thrombus was still present. There have been no patient complications. It was further reported that the post-procedure medication regimen was pradaxa and aspirin; however, the patient stated (after thrombus was noted) he "was not diligent with taking his blood thinners." After the tee on (B)(6) 2019, he was then transitioned to warfarin and aspirin. On, or around, (B)(6) 2019 he was then transitioned to plavix and aspirin without any tee imaging being performed. He had recurrent atrial fibrillation and proceeded to his appointment on (B)(6) 2019 for a cardioversion and it was noted he still had thrombus on the face of the device. He was switched back to pradaxa and aspirin with a follow up tee not yet scheduled at this time. At the initial implant, compression of the device was 13-23% and a complete seal was noted. No leaks were noted at any of the follow up appointments. The thrombus has not resolved , but it decreased in size.

Manufacturer narrative:
Event date and implant date: estimated as the dates are unknown.

Event description:
It was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2019. A watchman laa closure device was successfully implanted. The 45 day follow up transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The physician changed the patient's anticoagulation medication. It was noted that the patient was not compliant with their medication regimen. On (B)(6) 2019, another follow up tee was performed and the thrombus was still present. There have been no patient complications.